Manufacturer narrative:
Details of complaint: the customer reported that the screen on the central nurse's station (cns) was frozen, and the touchscreen and mouse were not working. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the issue of frozen cns could not be confirmed or duplicated. As such a root cause cannot be determined. A frozen cns may be the result of hardware failure. The causes of hardware failure are discussed below. Hardware failure hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in a spontaneous shutdown or reboot. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours.

Event description:
The customer reported that the screen on the central nurse's station (cns) was frozen, and the touchscreen and mouse were not working. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) screen is frozen and that the touchscreen and the mouse are not working. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) screen is frozen and that the touchscreen and the mouse are not working. No harm or injury was reported.